Event description:
The patient reported blood glucose results of "155, 260, and 515 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. The meter, test strips, and control solution were replaced.